Event description:
The facility reported a colleague infusion pump that "can't reset channel manually." According to the facility, it is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event, and this facility was not willing to be contacted for any further information. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that "can't reset the channel manually" was confirmed during product evaluation. The root cause was determined to be a broken manual tube release (mtr) knob. The mtr knob was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.